Event description:
The patient experienced diminished efficacy. The pump was used to deliver dilaudid. No rotor or catheter dye study was performed. The hcp replaced the implantable pump system. There was no patient injury associated with the event. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.